Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the meter would show high reading. No symptoms related to high blood glucose was mentioned. Customer treated with manual injection. Customer's blood glucose value was unknown at the time of incident. Customer declined to troubleshoot for high readings. Customer also mentioned that the insulin pump battery and reservoir compartment was cracked and there were scratches on the screen. No significant event leading to insulin pump damage was observed. Customer also mentioned to have received recurring off no power alarm and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.